Event description:
This customer reported a failure to discharge via external paddles. The users switched to a different defibrillator to deliver therapy and were able to resuscitate the pt. At a later point the pt required and rec'd defibrillation again, but did not survive. There is no allegation by the customer that the initial device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via external paddles. The users switched to a different defibrillator to deliver therapy and were able to resuscitate the pt. At a later point the pt required and rec'd defibrillation again, but did not survive. There is no allegation by the customer that the initial device behavior impacted the pt outcome. We have rec'd additional information and are reviewing it at this time. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.